Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Cause of low bg was not known. The customer ate and delivered insulin for carbohydrates consumed. A few hours later, the customer continued to experience a low bg and two hours later the customer experienced a high bg level. Several correction boluses were delivered to address high bg. The customer was hospitalized with a bg level of 540 mg/dl. A 6-unit manual injection of novorapid was administered to address the bg level. No infection was found at the time of the event. The following day, the customer¿s bg had decreased to 142 mg/dl. Cause of high bg was not known. At the time of the event, the customer and the nurse were certain that the pump was working as intended. The customer declined to provide additional information pertaining to the event including the release date from the hospital.